Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. The customer declined assistance from tandem technical support regarding the issue, as customer was already consulting with healthcare provider regarding bg level.